Event description:
Per the clinic, the processor battery became embedded in the patient's soft tissue overlying the implant site, which led to localized inflammation and infection. The patient was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the patient underwent antibiotic irrigation and battery removal procedure on (B)(6) 2025 under general anesthesia. The implanted device remains.